Manufacturer narrative:
MDR 2020467-2025-00002 submitted on 12-mar-2025 noted the following: section b2 outcomes attributed to adverse event: blank. Section b5 describe event or problem: physician reported¿ corrections: section b2 outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage(devices). Section b5 describe event or problem: an orthodontist reported¿

Event description:
An orthodontist reported the patient allegedly had attrition on the upper teeth that were hitting the lower 3m¿ clarity¿ advanced ceramic brackets. The attrition occurred on the upper central and lateral incisors. Restorations were required for 4 teeth to repair the attrition and restore teeth to original state.

Manufacturer narrative:
No sample was returned for analysis and no lot number was provided; therefore, cause and timing of the attrition could not be determined. Solventum will continue to monitor.

Event description:
Physician reported the patient allegedly had attrition on the upper teeth that were hitting the lower 3m clarity advanced ceramic brackets. The attrition occurred on the upper central and lateral incisors. Restorations were required for 4 teeth to repair the attrition and restore teeth to original state.